Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited low impedance, low sensing, and high capture. Fluoroscopy was performed and revealed the lead was not damaged or dislodged. The lead was capped and replaced. The patient was in good condition prior, during, and post operation.